Manufacturer narrative:
The electrode lot number was eab77. The expiration date was not provided. The customer performed electrode reconditioning. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas pure c 303 analytical unit. Sample 1 initial result was 158.7 mmol/l. The result from another cobas pure analyzer was 141.1 mmol/l. The repeat result using the original analyzer was 156.8 mmol/l. Sample 2 initial result was 154.0 mmol/l. The result from another cobas pure analyzer was 141.9 mmol/l. The repeat result using the original analyzer was 143.2 mmol/l.

Manufacturer narrative:
The field service engineer found the reference electrode had some crystallization. He cleaned the sample probe, checked the sample probe alignment, cleaned the electrodes, and checked the ise module. He performed calibration and controls, which were successful. The investigation determined that the service actions resolved the issue.